Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a post operation follow up, the impedance and sensing of the right ventricular (rv) lead had changed dramatically. During the rv lead replacement procedure, the physician unscrewed the screws from the device and inserted the new lead. However, the physician was unable to screw in the setscrew since the screw came out of the header. The implantable pulse generator (ipg) was replaced immediately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.